Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered therapy during episodes of rapidly conducted atrial fibrillation (af). Review of the stored data found there was rapid conduction of af into the programmed ventricular tachycardia (vt) detection zone. In which there was several non-sustained ventricular tachycardia (nsvt) episodes observed with detection terminating due to interval variability. Later, af conducted into the vt zone resulting in six anti-tachycardia pacing (atp) therapies followed by a 41j shock which successfully slowed the therapy and ended vt classification. An additional brief af episode occurred without therapy delivery. A review of the electrogram confirmed that all delivered therapies were inappropriate, as the underlying rhythm was af. The patient had a recent history of af conduction rates. Ts informed that if the physician does not want to treat these types of arrythmias to consider reducing rhythm ID and or increasing the vt zone cut off rate if clinically appropriate. At this time, the device remains in service. No adverse patient effects were reported.